Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104) has been confirmed. Upon investigation the monitor was intermittently unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor was displaying a service code.